Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death, treatment) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2018 around 4:00am while reportedly wearing the lifevest. Prior to passing, the patient experienced an appropriate defibrillation event on (B)(6) 2018 consisting of four shocks. The patient was reportedly home and sleeping when the device started alarming. The patient woke up due to the alarm and lost consciousness. The patient's wife was present and the patient's son called the paramedics. The paramedics initiated resuscitation efforts which reportedly included removing the lifevest, defibrillating the patient, and injecting the patient. On (B)(6) 2018, between 02:40:29 and 02:41:07, the patient's rhythm was vf with variable amplitude and motion artifact. The device did not remain in the detection sequence due to variable amplitude. At 02:41:31 the device detected asystole. Gel was released shortly after at 02:41:34. At 02:41:48, the lifevest delivered a full energy shock while the patient was in vf with variable amplitude. The post-shock rhythm was asystole with intermittent cardiac activity. Between 02:46:08 and 02:50:11, the lifevest delivered three additional full energy shocks while the patient was in vf. The post-shock rhythm for these three shocks was bradycardia from 20 to 30 bpm. The response buttons were pressed earlier in the detection sequence but not immediately prior to delivery of the second treatment shock. The response buttons functioned appropriately. It was not reported who pressed the response buttons. At 02:52:25, the device detected an arrhythmia while the patient was in vf with variable amplitude and motion artifact. The device did not treat the arrhythmia due to varying amplitude. Between 02:58:41 and 03:50:01, the patient received four non-lifevest defibrillations. The patient was in svt at 150 bpm with CPR and motion artifact degrading to vf with CPR artifact. The first non-lifevest shock was delivered while the patient was in vf with motion artifact for about 30 seconds with the post-shock rhythm being obscured by CPR artifact transitioning to an accelerated idioventricular rhythm at 100 bpm with pvcs/nsvt. The patient's rhythm then transitioned to an accelerated idioventricular rhythm at 100 bpm degrading to vf. The second non-lifevest shock was delivered while the patient was in vf with CPR artifact for about 45 seconds. The post-shock rhythm was sinus rhythm at 70 bpm degrading to vf. The third non-lifevest shock was delivered while the patient was in vf with CPR artifact for about 5.5 minutes with the post-shock rhythm being obscured by CPR artifact transitioning to vt at 230 bpm. The fourth non-lifevest shock was delivered while the patient was in vt at 230 bpm for about 40 seconds with the post-shock rhythm being idioventricular rhythm at 70 bpm. The last detected rhythm was idioventricular rhythm at 80 bpm with CPR and motion artifact until the device was disconnected at 03:50:01 and the device was shutdown at 04:08:23. CPR and motion artifact prevented the patient from being treated by the lifevest between 02:58:41 and 03:50:01. Post-shock asystole is a known potential outcome of defibrillation. The lifevest performed as designed and appropriately detected and treated a life-threatening rhythm (vf). There were no allegations.